Event description:
Hospital has documented 9 kiwi omnicup traction force vacuum extraction failures during infant delivery since 2006. We contacted the distributing co, to express our concern regarding the inconsistency of the vacuum suction during delivery with both the salesperson and the co's vice president of sales and marketing. We sent the devices to clinical innovations, the product MFR, for analysis and inspection. We received correspondence from clinical innovations which stated that they indentified the problem as a flap becoming stuck to the flap retainer causing is to remain open and thus not able to achieve and vacuum. There were no apparent defects to molding or assembly noted. The co retrained their manufacturing group of the importance of keeping lubrication away from the flaps that provide suction and assured us that this was an isolated incident and the issue would not affect other devices. According to the distributor, it was after this incident that a "kiwi alert" was issued by clinical innovations to the product distributor. We received a faxed copy of this report per our request on 4/4/06. The report suggests the co had similar complaints about the product (lot 060091) from other hospitals and has implemented changes to rectify the issues addressed. The medical director from clinical innovations followed up with correspondence to our hosp on 04/05/06. He stated there had been similar complaints which prompted a thorough investigation of the product line and revision to the valve design. He stated that as a result of this unexpected complication and increased demand for product they were unable to provide us with replacements for defective products. In the meantime, he recommended that the practitioner test the device on a sterile gloved hand prior to application to ensure the vacuum can be obtained. He stated he was confident that "the majority of our remaining stock would function appropriately in the meantime." Subsequent to the receipt of the referrenced documents, we had several conference call discussions and continued failure of the product. Therefore, we requested a meeting with the distributing co reps. That meeting took place on 05/01/06. At that time, the distributor explained the recent design changes the MFR had performed in an attempt to resolve the issue. They acknowledged that the manufacturing materials had been changed and that they believed these changes were the root cause of the issue. We were notified at this meeting that yet another design change would be available for use in 7-10 days. Since this meeting, hospital has decided not to use the kiwi omnicup traction force vacuum until the MFR can provide proficient device.